Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause for the "adhesive around light guide lens has wear and adhesive around objective lens has wear" malfunctions could not be identified. In addition, based on the results of the investigation, olympus confirmed white foreign material in the air/water cylinder and air/water tube, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a defective forceps elevator. During the device evaluation, the repair center technician identified white foreign material in the air/water cylinder and air/water tube, and wear around light guide lens adhesive and objective lens adhesive. There was no patient involvement.